Manufacturer narrative:
The supplier returned the touchscreen assy to the national repair center (nrc). The supplier verified the failure of a non-responsive touchscreen and not being able to calibrate the touchscreen. The supplier replaced the touchscreen , and it passed testing. A senior repair technician of the national repair center (nrc) inspected the touchscreen per the cardiosave service manual and no visual damage was observed. The national repair center then installed the touchscreen into the cardiosave test fixture and tested the touchscreen to factory specifications per procedure and the cardiosave service manual. The touchscreen passed testing. The touchscreen was retained in the national repair center per procedure. A supplemental report will be submitted when the display monitor to video gen board has been returned and evaluated.

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the touchscreen calibration failed while completing installation of new device. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the touchscreen calibration failed while completing installation of new device. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The touchscreen assy was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected touchscreen and no visual damage was observed. The kit,display monitor to video gen board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected touchscreen and no visual damage was observed. The technician installed both components into the cardiosave test fixture and tested the components to factory specifications per cardiosave service manual. The technician verified failure of the touchscreen not calibrating after multiple attempts. The technician then proceeded to install the national repair center's video generator board with the customers suspect display. The failure was again verified that the touchscreen would not calibrate. The technician then installed their test display with the customers suspect video generator board. The touchscreen was able to calibrate. With this combination of the national repair center's test display and the customers suspect video generator board, it was determined that the touchscreen was the cause of the failure. The touchscreen failed testing. It was determined that the touchscreen was the cause of the failure. The touchscreen and the video generator board will be sent to their respective suppliers for failure analysis per procedure.

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the touchscreen calibration failed while completing installation of new device. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) who encountered the issue replaced the video generator board and the touchscreen assembly. The stm performed full pm and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the touchscreen calibration failed while completing installation of new device. There was no patient involvement and no adverse event was reported

Manufacturer narrative:
The supplier returned the display monitor to video generator board to the national repair center (nrc). The supplier verified the failure of a non-responsive touchscreen. The supplier replaced components u42 and c364, and it passed testing. A senior repair technician of the national repair center (nrc) inspected the board per procedure, and no visual damage was observed. The national repair center then installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board was packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during installation of a new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the touchscreen calibration failed while completing installation of new device. There was no patient involvement and no adverse event was reported.